Event description:
It was reported that a visions catheter was used in a peripheral diagnostic procedure in a severely calcified proximal iliac artery. During pullback through the iliac stents, resistance was encountered, then a pop type release was felt. Imaging was lost, and the catheter and guide wire were removed as a system. Upon removal, it was noticed that the distal portion of the catheter remained in the patient. The catheter separated at the guide wire port, with stretching and deformity observed. A snare was used to remove the distal portion and angio confirmed nothing was left in the patient. No patient injury reported. This adverse event and product problem is being submitted because the visions catheter shaft separated inside the patient, requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d9 & h3: the visions pv catheter was returned for evaluation. Block h3: the visions pv catheter was returned in two pieces. The first portion includes the distal tip, distal fillet, scanner body, and a portion of the distal shaft; measuring approx. 21 cm in length. The second portion includes a portion of the distal shaft, proximal shaft, luer, connector cable, and connector; measuring approx. 134.5 cm in length. Visual inspection found a damaged guide wire exit port, stretched distal shaft, and at the location of the separation, the microcables were exposed with sharp edges observed. The total overall length of the usable catheter should be 147.5 - 152.5 cm, which is approx. 3 cm longer due to the stretched distal shaft. Block h6: the probable cause of the separated shaft is due to the excessive force applied to the catheter. Strain, impact, and forces associated with use can affect the integrity of the device. Additionally, the IFU states to use caution when removing the catheter over the guide wire from a stented vessel to minimize patient risk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.